Event description:
It was reported that when preparing for a bariatric sleeve procedure, troubleshooting was being performed by changing out the instrument; a reactivate switch error appeared as soon as the handpiece is plugged into the generator. The case was completed with a second handpiece and instrument, with no patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and an error code 7 was displayed by the screen when trying to perform the hand activation test. The instrument was disassembled to perform an internal electrical test that revealed a short circuit condition at the cable level, affecting the hand activation feature of the device in such way that made it not functional. No conclusion could be drawn as to what caused this cable condition.